Event description:
It was reported during a pulse field ablation pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. Upon inserting device, physician noticed versacross dilator was damaged; its tip seemed to be sheared, and it was noted prior to inserting into the sheath. The dilator was not pre-shaped. The small chip was discarded prior to insertion. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected, and the device was noted to be damaged. Therefore, the reported allegation was confirmed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation pulmonary vein isolation procedure, a versacross connect for faradrive kit was selected for use. Upon inserting device, physician noticed versacross dilator was damaged; its tip seemed to be sheared, and it was noted prior to inserting into the sheath. The dilator was not pre-shaped. The small chip was discarded prior to insertion. Hence, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.